Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years two months later, computed tomography of chest showed that pulmonary arteries were dilated and curvilinear metallic density within one of the sub segmental branches of the right lower lobe pulmonary artery was identified which might represented the broken strut of the inferior vena cava filter or small piece of catheter. Approximately one month later, digital image of abdomen single view was performed to evaluate for strut migration and fracture, and the result showed that the inferior vena cava filter appeared angulated, with apex oriented towards the right. No obvious fractured strut was seen within the abdomen. However, metallic densities are seen within the chest. Then, digital image of chest 2 view was performed to evaluate the strut migration and result showed that metallic implant in one of the cervical vertebral bodies. Approximately one month later, trans jugular removal of fractured inferior vena cava filter and combined trans jugular transfemoral removal of right ventricular foreign body was performed. Sterile preparation of right neck and extended bilateral groins. Using ultrasound guidance, the right internal jugular vein was cannulated with placement of an 8 french x 45 cm sheath, which was directed through the heart and inferior vena cava down to the apex of the inferior vena cava filter under fluoroscopic guidance. Under ultrasound guidance, the left saphenous vein was cannulated with placement of an 11 french x 30 cm sheath, which was directed through the left iliac vein into infra renal inferior vena cava. Using ultrasound guidance, the right common femoral and great saphenous veins were cannulated with placement of an 8.5 french by 70sl0 sheath and a 5 french x 30 cm sheath, respectively. From right common femoral vein access, a calibrated omni flush catheter was advanced into low infra renal inferior vena cava for inferior venacavogram. From internal jugular access, 7 french biopsy forceps were advanced to the apex of the inferior vena cava filter and were used to grasp the apex of the filter. A fragment of tissue was retrieved, consistent with thrombus. After exchanging the internal jugular sheath for a 16 french curved sheath, the sheath tip was manipulated over the apex of the inferior vena cava filter, and the filter apex was secured with a 15 mm loop snare. With retraction on the loop snare, the 16th french sheath was advanced over the filter, it could capture completely and removed. Multiple attempts with different catheter, loop snare, and sheath combinations from jugular and femoral accesses were made in attempt to engage the right ventricular foreign body. The arm fragment was difficult to see during ice survey of the heart, because of its position near the tricuspid valve apparatus on the free wall of the right ventricle. During a several attempts to engage the fragment, position was noted to change within the right ventricle. It allowed to retrieve the forceps. The fragment was secured in the forceps and the retracted into the artery sheath and removed intact. Therefore, bard recovery filter was successfully retrieved percutaneously with 2 alignment arms and 6 anchor legs and the arm entrapped in right ventricle was also retrieved successfully. Two shorter ones were slightly bent while the six longer wire segments were curved into a hook at the tip. Therefore, the investigation is confirmed for the alleged filter limb detachment, perforation of the inferior vena cava (ivc), retrieval difficulties and material deformation. However, the investigation is inconclusive for the alleged filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,b7,g4,h6(device: 2976, 4001) . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter migrated to the heart and struts detached. The device along with detached struts were removed via femoral artery. It was further reported that the detached struts migrated to heart right atrium and another strut migrated to lung which is embedded and irretrievable. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for the alleged filter limb detachment and filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter migrated to the heart and struts detached. The device along with detached struts were removed via femoral artery. It was further reported that the detached struts migrated to heart right atrium and another strut migrated to lung which is embedded and irretrievable. The current status of the patient is unknown.